Event description:
Caller states the patient tested 2.5 inr on the coaguchek s system and 2.0 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return. Replacement was sent.